Event description:
Approximately 4 months post implantation, the pt complained of numbness and tingling down her left arm into her fingertips. It was noted on x-ray that the cathode was broken. The stimulator was explanted and discarded.